Event description:
A falsely elevated troponin I retuls of 20.1 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. A redraw was tested on the same instrument and a result of 0.03 ng/ml was obtained. The same sample was tested on an alternate methodology and a result of 0.13ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Instrument data was not available to further investigate this incident. No conclusions can be drawn.